Manufacturer narrative:
The reported ventilator fail is a specified alarm which is part of the device's safety concept which indicates a shut-down of the ventilator. Automatic ventilation will be stopped and the device will automatically switch to manual ventilation. The described error code 14.1499 indicates the ventilator detected a wrong motor position (code 14.1499) and forced an autonomous shutdown to safety mode. The possible causes are manifold. Beside various technical failures also external disturbances as e.g. A coughing patient (overpressure) or the usage of a bronchial suction system (negative pressure) can lead to a ventilator fail. Based on the available information the root cause could not be determined. In case of such failure delivery of 100% o2 and agent will still be available and ventilation can be performed using the manual breathing bag.

Event description:
The customer reported that the device posted a ventilator fail alarm and that an error code 14.1499 was found in the error log. It was also initially reported that neither any further information nor a copy of the electronic log file of the device in question was available.